Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure, the patient died. The index procedure treated the 80% stenosed 2.75x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.75x38mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged 2 days later on asa and clopidogrel. In (B) (6) 2009, at the 3 year follow up visit, the patient indicated continuous asa and clopidogrel use. In (B) (6) 2009, at the 4 year follow up phone call visit, the site learned of the patients death while she was living in a nursing home. Per the death certificate, the immediate cause of death was congestive heart failure with underlying causes of pneumonia and copd. Other conditions noted were hypertension, cad, chronic renal insufficiency and depression. Per the site, the start date of the congestive heart failure was unknown. An autopsy was not performed.